Event description:
Pt was hooked up to cadd solis vip ambulatory infusion pump on (B)(6) 2015 at 5:55pm for 72 hours of continuous IV infusion of ifosfamide mesna (chemo). Upon pump disconnection on (B)(6) 2015 at 6:03pm, infusion bag was noted to have 102ml left over volume in bag. (89ml in excess after accounting for compound overfill and tubing priming volume). Review of pump event log indicated that pump was not stopped during the infusion period. Concern that pump and administration set are not delivering the proper volume and as a result of the under-infusion, pt received 17.5 percent less of the prescribed dose.